Event description:
It was reported that after being used, in between cases, there was a burning smell from the unit and it suddenly shut down. There was no patient involved at time of event. A second unit was used to cover the second case.

Event description:
It was reported that after being used, in between cases, there was a burning smell from the unit and it suddenly shut down. There was no patient involved at time of event. A second unit was used to cover the second case.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit on site and determined that the console would not power on and the voltage select board (vsb) was damaged. The vsb was return to our quality assurance laboratory, and it was identified that the bottom of the board had burn marks and one solder pad had melted solder and a blackened surface. Based on this information, the reporter burning smell was confirmed. This laser console was installed on (B)(6) 2016. The system was last serviced on (B)(6) 2022. The laser console was fully functional with no issues from that time until the reported event. It is probable that an electrical fault is the most probable cause to this event; therefore, it can be traced to a component failure.